Event description:
New information notes that the right ventricle lead exhibited over-sensing noise again. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing causing non-sustained ventricular tachycardia episodes. No therapies were delivered. No programming changes were made. The patient was stable.